Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with a blood glucose of 327 mg/dl. Customer stated that he took a shot, but his blood glucose went from 317 mg/dl to 327 mg/dl. Customer went to urgent care because he was not feeling good. Customer had high blood glucose that would not come down. Customer stated that it was due to an insulin reaction. Customer stated that he was told to remove the pump due to taking too much insulin. Customer was wearing the pump at the time of the urgent care visit. Customer stated that his blood glucose is always high in the morning. Troubleshooting was performed and the customer verified that the basal rates were programmed accurately. Customer declined to perform the high pressure test. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.